Manufacturer narrative:
H.6. Investigation: the image sent by the customer was verified and it was possible observe needle shield missing. It was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - problem on needle assembly station on assembly machine.

Event description:
It was reported that the syringe solomed 3ml ll 22x1 w/sh sla experienced a breach in sterility. The following information was provided by the initial reporter: the client went to open the closed box to make the replacement, at this moment the needle pricked her finger because the shield was missing. Customer only observed one and did not even check the others. The incident did not cause any damage to health, just have a needle stick in the finger and a drop of blood came out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe solomed 3ml ll 22x1 w/sh sla experienced a breach in sterility. The following information was provided by the initial reporter: the client went to open the closed box to make the replacement, at this moment the needle pricked her finger because the shield was missing. Customer only observed one and did not even check the others. The incident did not cause any damage to health, just have a needle stick in the finger and a drop of blood came out.